Manufacturer narrative:
Additional information received: the lesion the physician intended to treat was situated within the stacked stents. The physician was able to reach the target lesion, within the two previously deployed stacked stents in the distal sfa. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one spider fx embolic protection device and one hawkone device to treat a slightly tortuous and slightly calcified fibrous left mid- distal sfa in-stent lesion exhibiting 90% stenosis. The hawkone device was removed from its packaging and inspected with no issued noted. The hawkone device was initially advanced over a spider filter. During use, the devices passed through two previously deployed stents in the distal sfa (stacked position). As the physician attempted to pass the hawkone through the previously deployed stacked stents they were unable to pull the distal tip of the hawkone device as it appeared to be struck on a stent strut. The physician attempted to pull on the hawkone with greater force which caused one of the previously deployed stents to become dislodged. After pulling further again, the nosecone of the hawkone detached from the body of the device. The spider device was then severed with the remaining nosecone and spider filter wrapped around each other. The physician advanced another wire to the detached nosecone and filter, and used another stent to jail the detached components of the spider and hawkone device to the vessel wall. No further patient injury was reported and on completion of the procedure the patient had direct sfa flow with vessel run off.